Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch: a000126971. Date of event is estimated.

Event description:
It was reported that the patients lead had migrated. Surgical intervention took place where the patients lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.